Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set had a very low and/or inhibited flow rate. A bd maxguard flow controller extension set with needleless y-site was attached to distal end of the tubing, and then a bd smartsite extension set was added to the distal end of the maxguard tubing. The tubing was spiked into the IV bag and primed. Once the IV site was established, the distal end of the primed tubing was connected to the angiocath and the tubing stopcock was opened for flow and the maxguard flow controller was set for IV drip rate. The staff noted that with the maxguard in ¿open¿ flow, the flow rate was minimal. The maxguard flow controller extension set had to be removed in order to receive an open flow from the IV tubing. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6) g1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.